Manufacturer narrative:
As reported per journal article, post implant of the modified kugel patch, the patient had experienced, strangulated ileus, erosion, obstruction, adhesions and underwent revision surgery. The mesh remains implanted in the patient. Based on the information provided in the article, no conclusion can be made. Adhesion is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device, as a possible complication. Without a lot number, review of the manufacturing records cannot be conducted. Note, the date of event is estimated based information found in the journal article.

Event description:
As reported per journal article: journal of japanese society of clinical surgery (2019, volume 80, p.833): approximately 10 years after a right inguinal hernia repair procedure using an unspecified bard/davol modified kugel patch, a male patient in the 90s was diagnosed with strangulated ileus and underwent surgery. During the surgery, adhesions were resected, the strangulation was released, and the small intestine was resected. When the right pelvic cavity was examined, the modified kugel patch protruded into the abdominal cavity and the peritoneum was elongated and thinned. As reported, it was thought that this was the cause of this adhesion, and while the mesh was remained in place, the surrounding adhesions were peeled off and an adhesion inhibitor was applied.